Event description:
The event description provided by the local distributor indicated: hospital name: (B)(6), surgeon name: dr. (B)(6), date of surgery: (B)(6) 2013, surgery description: femur fracture treatment, event description: the screw missed the nail, therefore, when the patient was mobilized, the nail migrated through the knee and the femur fractured. Patient has to do revision surgery. The complaint report from indicates: the device failure caused adverse effects to patient (loss of fracture reduction). The event led to a clinically relevant increase in the duration of the surgical procedure (long time to complete locking of the nail). An additional surgery was required following device failure. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the code (B)(4) lot number v1287044 before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the device involved in this event has not yet been received. Othofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently ongoing and will be finalized once the results of the technical evaluation will be available. Manufacturer comments: orthofix (B)(4) has requested further information on the event such as date of initial surgery, date of revision surgery, copies of the operative reports and copies of the pre and post-operative xrays to finalize the medical evaluation and information on patient current health condition. Unfortunately, this information has not yet made available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.